Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. Concomitant medical products : 7122 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that one day after a routine device replacement procedure, the patient experienced a heart block arrhythmia, presented to the emergency room (ER) where a temporary pacer was used, and the device displayed no capture for a competitor right ventricular lead. At times and with changes to the pacing vector, capture was present, but then there was no capture. The lead tested normally through the lead analyzer, but seemed to "rock" back and forth in the device header block, so the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.